Event description:
The pt (B)(6) received an scs system, including an ipg, in (B)(6) 2010. It was reported that the pt is unable to establish communication with the ipg using either the programmer or charging system. A number of troubleshooting techniques were suggested to help resolve this matter; however, the results have not been disclosed. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.